Event description:
It was reported that a drill broke during drilling on the distal cross locking screw. The broken part was removed from the patient's body. Procedure was completed successfully with no surgical delay or adverse consequences reported.

Manufacturer narrative:
Correction: sections d2, d3, g1 (manufacturing site). Please note that the FDA registration number for this device should be (B)(4). And not (B)(4). The reported event could be confirmed since the reported device was returned broken. The device inspection revealed the following: visual inspection reveals distortion on the remainder of the helix on the drill bit and rough surface at the breakage point. There is also a contour line/malformation observed on the device. These are consistent with an instant breakage due to excess torsion load. There are also scuff marks and nicks on the drill brit head consistent with contact to hard surface during drilling. It is reported that the drill was being used on a "very hard bone". Root cause is attributed to breakage due to excess load and is user related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that a drill broke during drilling on the distal cross locking screw. The broken part was removed from the patient's body. Procedure was completed successfully with no surgical delay or adverse consequences reported.